Manufacturer narrative:
(B)(4) date sent: 09/10/2021 d4: batch # u5el7n h6: component code = electrical and magnetic (g02) device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. Repeated attempts to install the battery and manipulation caused intermittent illumination yet the device did not fire. The device was received with staples present and an anvil with a cut washer. When battery was installed, the backlight did not illuminate. Biasing the battery left and right while installed caused the backlight to flicker, confirming the experience. The shrouds were removed, and the bulkhead inspected. Solid contamination was visible on the left bulkhead battery contact, which possibly is the pcb conformal coating residue. When the contamination was removed and the forward battery installed, the backlight illuminated. The device was then successfully fired into a test skin. No conclusion could be reached as to what may have caused the damage to the bulkhead. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. To fire the device, draw the red safety back toward the handle. To ensure the device remains in the safe firing range, once the red safety has been released, do not turn the adjusting knob. Activate the firing sequence by completely depressing the firing trigger. Remain still until the full firing sequence is completed which will be indicated by the illuminated green check mark on the indicator window. It is not necessary to hold the trigger once the firing sequence has initiated. The user may notice audible feedback during the firing sequence when cutting through the breakaway washer. Once fired, the device cannot be fired again. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a ileostomy closure the surgeon placed the device and when he went to fire he noticed that the light was not lighting up as it normally does. He removed the battery and re-installed it. The light started flickering on and off. The device would not fire. Surgeon opened a second like device and removed the battery and put it into the first device and it still would not fire. He removed the battery from the first device and put it back into the second device and the procedure was completed with no patient consequences.